Event description:
Covidien received a report that this npb40 pulse oximeter is missing display segments in the pulse portion of the window. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer did not provide the serial number for this unit, therefore, the device manufacturer date is unk. (B)(4).